Event description:
It was reported that during a knee arthroscopy the pin for tilting broke on the bone during the first contact. There was no harm for patient, operator or third party. The surgery was finished successfully with a new flipcutter modell 3. It was not necessary to switch the surgical technique or do a second surgery. Update 26-sep-2023 nroe: it was confirmed that all broken pieces could be retrieved from the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Functional testing was not performed on the returned ar-1204af-90 due to the damage to the device. Visual inspection noted the tip of the device is broken. The most likely cause for the reported failure can be attributed to use error of the device due to prying/leveraging the device during use. Refer to the investigation photos.